Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported noise reversion was observed. Noise could not be reproduced. Tech services reviewed the noise as chatter and claimed it normal. It is suggested to check the house to note if any external interferences caused noise. The device remains implanted.